Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the inner and outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable pulse generator (ipg) reached normal elective replacement indicator (eri), the patient developed pacemaker syndrome and diaphragmatic stimulation from the right ventricular (rv) lead. A 'lead failure' was noted and the rv lead also exhibited low impedance and undersensing. The ipg was reprogrammed and the symptoms resolved. The ipg was later explanted and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.